Event description:
Reportedly, after firing the instrument, the surgeon then cut across the redundant tissue. Upon opening the stapler, no staples had deployed. The entire bowel opened up and fortunately there was enough tissue to repeat the process with a second device. Some tissue damage but no injury/ill-effects to the pt as a result. Pt reported to be ok. Procedure: low anterior resection.